Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that they are having difficulty with the two way luer activated valve leaking back when the cap is applied, but not tightened down. There have been at least 4 to 5 reported cases at the hospital where the set leaked at the valve cap site. Two of the patients had actually bled back, and a pool of blood was discovered on the sheets. The valve does not leak when the cap is tight and does not leak if the cap is not on.